Event description:
Patient was traveling and received shocks. When the patient presented to the ER the device was found in safety mode. Device was brought out of safety mode and a full follow up was performed and the device was functioning correctly. Upon viewing of the shock table, data was found to be corrupt. Device explant was recommended. (B)(6) 2013 - this device was explanted on (B)(6) 2013 and replaced with another ICD.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical incoming inspection. The device was interrogated and the ICD's memory content was inspected. The inspection revealed that the device switched into safety backup mode as a result of the detection of invalid memory content. The presence of that invalid memory content led to invalid holter entries, such as the detection counter, the therapy counter and the shock holter. Those holter values are not real values, but were displayed only after the invalid memory content was detected. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into safety backup mode to assure the patients safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation, a device status error message appears to notify the physician. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In the following a long term test was performed, to verify the data retention of the device's memory. The memory components proved to be fully functional and the memory content was retained stable throughout the entire time of analysis. In summary, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode, to assure the patients safety. During analysis the device proved to be fully functional. Particularly, the memory content remained stable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. There was no indication of a material or manufacturing problem.